Manufacturer narrative:
(B)(6). Investigation: bd had not received samples or photos from the customer facility for investigation. Retention samples of the incident lot number were tested and no issues pertaining to hemogard¿ stopper / shield separation were observed. Additionally, the retention samples of the incident lot number were inspected for missing or incorrect quantity of gel and all samples met specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that some of the bd vacutainer® plastic ssttm ii advance tube(s), bd hemogardtm closure were missing the gel additive. There was no report of injury or medical intervention.